Event description:
Co was informed on an explant report that the sense pace lead was malfunctioning. No other info was available. There was no reported malfunction of the generator. The info was documented on an explant report even though it was actually an attempted implant.